Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding intrathecal morphine (unknown) via an implantable pump for spinal pain indications. The patient reported that their pump was alarming because they knew the pump needed to be filled. Patient stated they were coordinating care with the physician they were working with and with their new managing physician. Patient asked if there was a way to remotely turn the alarm off because it was annoying. Patient stated they could not sleep at night because the pump alarm was going off every 10 minutes. Patient confirmed the alarm was a dual tone alarm. Patient mentioned they had an appointment on friday morning to have the alarm addressed and get the pump refilled but just wanted to see if the pump alarm could be remotely silenced while they were waiting. Patient stated they had morphine sulfate in the pump.

Manufacturer narrative:
H.11.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) reporting that they were hearing the empty pump alarm and 0 ml left in the reservoir. The cause of the patient's empty alarm was due to the patient moving from (B)(6) and having difficulty establishing care with new physician before alarm date. They refilled and would continue care.